Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.5/+0.50/x099. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -12.50/+0.5/x099 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. No other lens was implanted. The patient does not want surgery once again.